Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty charging the device, requiring the charging wire and pad to be positioned in a specific way to maintain charge over the past several weeks, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Customer care provided technical support troubleshooting and user education. Investigation of this case revealed a suspected charging function issue consistent with a charger or cable connection problem. It was concluded, based on previously established findings for similar reports, that the cause was likely a component connection or wear-related issue.